Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with instructions to reset the pump, and after resetting, the malfunction did not recur. The caller was advised to continue using the pump and to call back if any malfunction code reappeared, which they acknowledged and understood.